Event description:
Admitting diagnosis stable with shortness of breath, dyspnea on exertion, and dizziness with a proven aortic valvular stenosis with a fusion of the right and left cusp with a functional bileaflet valve and moderately severely calcified. Diagnosis: aortic valve stenosis. Description of the procedure. Sequence of events. In or at 0730 for procedure. Device was inserted without any apparent difficulty in the usual manner, at the completion of the aortic valve replacement and closure of the aorta, the pt was noted to have excessive bleeding which was eventually identified as coming from behind the aorta. Therefore, either a dissection or a traumatic injury was suspected. Therefore, the pt was placed back on bypass with the cannulation line still in place. Discharge report has not been completed. Death note indicates renal failure and hypotension refractory to all pressors in massive doses despite tx with methylene blue.